Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the play knob in the up and down and right and left direction was out of standard due to wear of the angle wire. Also, the bending angle in the: up, down, left, and right direction did not meet the standard value due to wear of the angle wire. It was also observed that the bending angle in the up direction exceeded the standard value due to deformation of the up and down knob. Additionally, the bending angle in the right direction exceeded the standard value due to damage on the right and left knob. Upon further inspection, it was observed that there was foreign material on the forceps elevator due to insufficient cleaning or handling of the scope. It was observed that the channel tube was damaged causing loss of water tightness. It was also observed that the scope connector was deformed causing loss of water tightness. It was observed that the adhesive of the bending section cover was detached. It was also observed that the connecting tube has a scratch and was buckling. Corrosion was observed on the electrical connector and on the light guide cover glass. It was also observed that the light guide cover glass had a crack. It was observed that the suction cylinder was shaved. A cut was observed on switch two. It was also observed that the illumination was uneven due to breakage of the light guide bundle. It was observed that the scope connector had corrosion due to water leakage. It was also observed that the plastic distal end cover and the grip had a dent. Lastly, it was observed that the universal cord, control unit and the light guide lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the duodenovideoscope angulation was not working. The reported issue was found during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.